Event description:
Customer reported that the wake-up button was unresponsive. There was no reported impact to the customer¿s blood glucose level. No action was required as the customer declined a callback from technical support.